Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This type of event is typically caused by not inserting the implant co-axial to the bone tunnel, causing the implant to hit the edge of the prepared hole, prying/leveraging the driver while the implant is still loaded, torquing while leveraging the device, the use of excessive force and/or improper bone preparation prior to insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device discarded by the facility.

Event description:
It was reported that the distal anchor was drilled and tapped and upon insertion, the anchor cracked in half and the other half remained inside the patient. Another of the same device was inserted distally and the case was completed. Follow-up investigation: on (B)(6) 2015 an achilles repair was performed on a (B)(6) female patient. After drilling and tapping (with a power tap) for placement of the third anchor (first distal anchor), the surgeon inserted a 4.75 swivelock. The top half of the swivelock broke. The bottom half remained in the patient with the fibertapes seemingly fixated at the bottom of the implant. To complete the procedure the surgeon placed a third distal anchor, distal and in the center of the two original distal anchors for backup fixation. Bone quality was very hard. A hand tap was used for the two proximal anchors and a power tap was used for the first distal anchor.